Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic for routine follow up with intermittent capture on right atrial lead, the patient had not been feeling well for the past week. The lead impedance and sensing were stable. The patient was stable and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for follow up on 8/7/2017 with varying thresholds, the physician programmed the device to vddr. On (B)(6) 2017 the threshold was come down and the physician programmed back to ddd mode. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
The aware date should have been (B)(6) 2017 rather than (B)(6) 2016.

Manufacturer narrative:
(B)(6).